Manufacturer narrative:
H6: investigation summary: the customer reported the tubing bubbled in the chamber, and returned one used sample of material #2426-0007. The sample was primed with water and hooked up to an alaris pump at 100 ml/hr. After 100 ml had infused no air in line alarm had sounded and no evidence of bubbling was seen. The complaint cannot be verified. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is unknown without an observed failure. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 3ss cv tubing ballooned during the infusion. The following information was provided by the initial reporter: "I have received tubing in my office that had bubbled in the chamber and was caught before it could be split."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv tubing ballooned during the infusion. The following information was provided by the initial reporter: "I have received tubing in my office that had bubbled in the chamber and was caught before it could be split."